Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2019 the patient currently being treated for staph epi bacteremia on home intravenous (IV) vancomycin found to have a creatinine of 2.88 mg/dl (baseline 0.8-1.2) and vancomycin level of 44 on (B)(6) 2019 outpatient labs. Patient was advised to come to the emergency department (ed). Family also revealed that patient was feeling lightheaded and had a fall at home. Patient noted occasional dizziness, cold symptoms and mild epistaxis. Head CT was unrevealing. Labs upon admission revealed creatinine of 4.27. Creatinine peaked at 4.82 on (B)(6) 2019. Patient admitted for observation of renal function and infectious disease consultation. No additional information provided.

Manufacturer narrative:
Section d4: the heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information reported that on (B)(6) 2020 it was noted that patient's white blood count (wbc) had increased from 11.1 to 16.3 tho/ul with a low-grade fever, right lower lobe lung crackles and e-a change. A chest x-ray revealed new pneumonia and sputum cultures were positive and speciation pending; however, the patient was started on intravenous (IV) cefepime for 2 days, then switched to levofloxacin on (B)(6) 2020 for additional 4 days per infectious disease recommendation. The patient¿s white blood counts (wbcs) continued to rise and fall, but chest xray remained stable and patient was afebrile. The patient was discharged (B)(6) 2020 with recommendation for cbc drawn (B)(6) 2020. Additional information also reported that renal consult suggested etiology likely related to vancomycin toxicity with component of pre-renal azotemia in the setting of lisinopril use. Lisinopril held to allow for recovery. Creatinine downtrended throughout hospitalization.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported renal dysfunction, infection, epistaxis, and lightheadedness/dizziness could not be determined through this evaluation. The heartmate 3 lvas IFU lists renal dysfunction, infection, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU lists renal dysfunction, infection, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regards to preventing infection are included in several sections of the IFU, including in section 6 "patient care and management" (under "caution!", "caring for the driveline exit site", and "controlling infection"). Section 6 also provides suggested responses in the event of infection. In addition, section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen that should be maintained for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The heartmate 3 lvas patient handbook provides care instructions in regards to preventing infection in several sections, including section 4 ¿living with the heartmate 3¿ (under ¿caring for the driveline exit site¿). The patient handbook instructs the patient to call their hospital contact immediately if any signs of infection are noticed, including feeling feverish, tired, or unwell. No further information was provided. The manufacturer is closing the file on this event.